Event description:
A hill rom p8000 stretcher, serial number (B)(6) had a malfunction with the lift function. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).